Manufacturer narrative:
Distributor performing service.

Event description:
The international customer reported the ventilator failed pre-operational testing due to a problem with the 3 station solenoid. The ventilator was not in use on a patient therefore there was no patient involvement. The customer is replacing the 3 station solenoid to address the reported problem. Failure of the 3 station solenoid may result in the safety valve not closing, therefore pre-operational self testing will not pass as noted. A malfunction of the safety valve during use in normal ventilation mode could prevent activation of svo which may be detrimental to a patient if in use.